Event description:
It was reported that via remote transmission several episodes of non-sustained rv oversensing and non-sustained vt resulting from some ventricular undersensing were observed. Due to the nature of the arrhythmia, programming changes were suggested. No programming changes have been made. It is unknown when the patient will be present for the next follow-up check. No patient symptoms were reported.